Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 17-mar-2025, the manufacturer was notified that the user experienced a hypoglycemic event requiring ems intervention. The user was found confused, treated on-site by ems, and transported to the emergency room. He was evaluated and released the same day. The lowest reported blood glucose was 42 mg/dl. Follow-up with the healthcare team was planned. The user had not reconnected the ilet at the time of reporting.